Event description:
A copy of a journal article was received by shiley which reported thrombosis of a bjork-shiley aortic mechanical heart valve. According to the article, the patient had been asyptomatic. The valve was replaced and the patient had an uneventful recovery.